Event description:
Patient reported right side "possible rupture," "doesn't know if the seroma or not," "skin was keloid, so I had a tear incision," and "the area where the surgery was performed was weak, swollen, red, and did not heal well, so I treated the scar for about a year." Device remains implanted.

Manufacturer narrative:
The events of seroma-late, wound dehiscence, and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture," "doesn't know if the seroma or not," "skin was keloid, so I had a tear incision," and "the area where the surgery was performed was weak, swollen, red, and did not heal well, so I treated the scar for about a year."